Event description:
IV tubing for nicu patient had some type of break in integrity that caused IV fluid to leak from closed sterile system. This IV was running into a PICC. IV restrung with all new tubing once discovered.